Manufacturer narrative:
Hydraulic cylinder; in this particular instance, the customer removed the cot from svc and let the cot sit for several months prior to the hydraulic cylinder being repaired. This resulted in a total loss of hydraulic fluid causing manual mode to become inoperable. The cot was not in svc at the time manual mode was inoperable.

Event description:
It was reported by svc report that the hydraulic cylinder was leaking. It was reported the cot was removed from svc and repaired several months later resulting in a total loss of fluid over time. The total loss of fluid resulted in manual mode being inoperable. There was pt involvement; however, no adverse consequences were reported.